Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 09/28/2016, that on (B)(6) 2016, the patient experienced intermittent audio output and an adverse event. It was reported that during the night, the patient suffered from hypoglycemia. The patient had his receiver alarms set up for the low alarms but they did not sound and the patient did not wake up. Patient stated that he did not remember anything from the incident but his wife woke him up and she was able to treat his hypoglycemia. The patient did not need to travel to the hospital but was in close contact with his clinic after the incident. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of intermittent audio could not be confirmed. A root cause could not be determined.